Event description:
It was reported that during a da vinci-assisted ventral hernia, the instrument force bipolar had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage to the conductor wire¿s insulation. A visual inspection found the wire not exposed. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. The complaint regarding the broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additionally, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impacts, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. The probable root cause of cable breakage, whether partial or full, is attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.